Event description:
A report was received that the patient had a lot of burning sensation along the incision lines. It was also reported that the patient developed a superficial fungal irritation of the skin at the incision site. The patient was prescribed diflucan 100 mg once a day. There was no infection detected.

Event description:
A report was received that the patient had a lot of burning sensation along the incision lines. It was also reported that the patient developed a superficial fungal irritation of the skin at the incision site. The patient was prescribed diflucan 100 mg once a day. There was no infection detected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), artisan surgical lead, 50cm, model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.